Manufacturer narrative:
The company rep was unable to duplicate the reported problem. However, he did observe an "electrical test failure #58" alarm (power-up vent test failed) and observed a "purge retry" alarm. He replaced the manifold drive ((B)(4)) and vent valve ((B)(4)). The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt. "Autofill failure" alarm sounded. The pt was switched to another iabp and therapy was continued. No pt injury was reported.